Event description:
It was reported that the handpiece began overheating prior to the start of an orthopaedic surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a possible cause for the alleged overheating was problems with bearings and the sag head, which have been replaced along with other components. The handpiece was repaired and returned to the customer.